Event description:
It was reported that there were incongruence's with the projected device longevity. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were incongruence's with the projected device longevity. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and returned to the manufacturer. It was reported that there were incongruence's with the projected device longevity. The device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2011 it was further reported that the device was explanted and returned to the manufacturer.

Event description:
It was reported that there were incongruence's with the projected device longevity. The device remains in use. No patient complications have been reported as a result of this event.